Event description:
It was reported that this pacemaker system exhibited low out of range (oor) pacing impedances on the right ventricular (rv) lead, measuring less than 200 ohms. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.